Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) "is not working". Follow up with the patient's clinic yielded no further information. The crt-d remains in use. No patient complications have been reported as a result of this event.